Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and cross checked the ventilator with alternate bd (breath delivery) central processing unit (cpu) and replaced the ventilator bd cp). The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator generated a device alert/system alert and stopped ventilation. The nurse tried to restart the ventilator but the ventilator failed the power on self test (post). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.